Event description:
An incident was reported to arjo via a governing agency. A pt was being transferred with the lifter (34 year old lifter) and sling (9 year old sling). It was stated that the pt was being lifted from the bed when the resident fell out of the sling backwards, striking her head on the floor. The resident passed away. Date of death is left blank, as the actual date of death was not reported. It was only indicated the pt passed away sometime after the event.

Manufacturer narrative:
The lift was found to be approximately 14 years of age. The service records for the lift device were reported as not up-to-date, as the last recorded service for compliance with loler was reported by the visiting arjo ssu representative june 26, 2003. There appears to be no record of thorough examination of the sling, and it is reported not to have any form of unique identification for recording of inspection. The lifter is being held in quarantine at the police station and was inspected by an int'l affiliate sales and service representative. The inspection of the device showed signs of wear were present on the spreader bar of the lifter. The pre-tension of the spreader bar was found to be incorrect. This was measured (using an arjo load cell) to be between .5 and 2.1 lbs instead of the required pre-setting of 10 lbs. The brakes on the rear castors were ineffective and the plastic covers on the center chassis and legs were cracked. The handgrip on the spreader bar was reported to be badly worn, and considerable damage was noted to the underside of the boom, reportedly caused by repeated contact with a hard surface. There was excessive sideways movement of the boom and signs of self-wind down of the screw and ball nut drive mechanism was also noted and suspected to be most likely to be attributable to wear in the bearing bushes and friction discs. The operating manual appears not to have been available. The sling used was also in quarantine and inspected by the int'l affiliate sales/service representative. Inspection of the sling showed the sling to have been manufactured by arjo med. Ab ltd. And could be identified as a general purpose, polyester, 4-point sling, medium size, as defined by the yellow trim stitched around the edge. The info stamped as a clock face on the plastic clips of the sling are reported to show that it was manufactured in april 1999. The sling is reported to have torn stitching on one of the pocket holders for the head stiffeners. The nylon head stiffeners were not presented with the sling at the time of inspection, and it was indicated the plastic support stiffeners were not used with the sling. Due to the labels being deteriorated, the safe working load, washing/drying instructions and other essential info was no longer visible on the sling. Although there have been reports of pt drops where a pt has slid out of a sling without detachment of the clips or straps, this is the first report received where a pt dropped out of an arjo sling during transfer with a dextra lift. The conclusion of the sales/service investigator who inspected the lift and sling is that the defects of an incorrect setting of the pre-tension of the lifter spreader bar, and not using the had stiffeners in the sling, combined, would tend to cause the pt in the sling to rotate to a head-down position where the likelihood of falling backwards out of the sling is increased. From the info received and the inspection conducted by the investigator, the manufacturer agrees with this eval of the incident. With the info received, the conclusion of the report, and the complaint trending, the manufacturer cannot find a corrective action to be performed towards the sling product. However, it is advised operators of the devices at the facility are retrained to the guidelines for sue of the sling, with particular attention paid to the policies on the operational life and the pre-use check.